Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2008:the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix e/x. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2008: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix e/x. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with an incisional hernia and intraabdominal adhesions thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿fascia in both lateral directions were cleared, hernia sac was opened and dissected adhesions from anterior abdominal wall to clear bowel and adhesions from anterior abdominal wall, once this was done. A of composix e/x mesh was used for repair and secured with sutures.¿ (B)(6) 2008 - patient was diagnosed with small bowel obstruction thereby underwent open repair with removal of composix e/x mesh. Per operative notes, ¿there was an extensive adhesion between the intraperitoneal placement of a composix e/x mesh, and it was cleared. Mesh appeared to be rolled where the proximal small bowel was still closely adherent and the mesh was trimmed. Attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage, nerve damage, pain and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of composix e/x, patient was diagnosed with bowel obstruction, adhesions, pain & scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.